Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The analysis found an instance of a generator error in the logs occurring on the reported event date. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 6 february 2017. The representative was able to confirm the reported issue. The representative then performed complete rotations of the gantry, incremental rotations, cycled the door, re-positioned the gantry axis and moved the complete cycle in both directions. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while performing an image acquisition, the spin terminated at seventy percent of the acquisition. The site was able to use the image and continue with the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.